Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The reported issue was resolved without sequelae on (B)(6) 2020. It was indicated the device was explanted and not replaced. Additionally, it was reported the patient had a chronical infection.

Manufacturer narrative:
Other relevant devices: product ID: neu_unknown_ext, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection at the lead extension connection. The patient had redness, an edema and a lesion at the connector. The patient had an emergency room visit on (B)(6) 2018 and was administered antibiotics on (B)(6) 2018. They then had a reoccurrence of an abscess on (B)(6) 2018 and was given a new antibiotic therapy. The event was reported to be related to the implant procedure. The event remains ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the entire system was explanted due to chronical infection.

Manufacturer narrative:
Product ID neu_unknown_ext lot# serial# unknown. Product type: extension ;product ID 3389-28; lot# b0443302k. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event required in-patient or prolonged hospitalization. The patient had consultation with n eurosurgeon (B)(6) 2019 and showed improvement with the antibiotic therapy but their scar remained fragile. Surgical intervention was planned on (B)(6) 2019 for lead and scar cleaning (preventative purposes).

Manufacturer narrative:
Product ID neu_unknown_ext; lot# / serial# unknown. Product type: extension; product ID 3389-28; lot# b0443302k. Product type: lead. Method code has replaced, which was added in error. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. As of (B)(6) 2019, the patient had good healing and the event was considered resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The outcome was updated to ongoing. On (B)(6) 2019, the patient visited the ER for neck pain on the left side, which diagnostic imaging determined to be probable abscess. Left inflammatory lesion was observed (B)(6) 2019 and surgical intervention occurred (B)(6) 2019 for lead and scar cleaning and bacteriological collection. The patient also received antibiotic therapy (orbenine) at this time. Laboratory testing determined infection with presence of staphylococcus capitis and staphylococcus epidermidis.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: 3389-28, lot#: b0443302k, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient experienced wound dehiscence and the event resulted in medical/surgical intervention to prevent life threatening illness/injury or permanent impairment to a body structure or a body function. No further complications were reported.